Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 and the system was activated on (B)(6) 2024. In (B)(6) 2024 the patient reported no longer receiving adequate therapy and it was discovered that the implanted leads had migrated away from the targeted nerve location. On (B)(6) 2024 the physician re-opened the original lead incision site to pull the leads back and reposition at the desired location. No components were explanted or replaced during the procedure.

Manufacturer narrative:
There is no indication of system or component failure, as evidenced by all components remaining implanted and in use. Migration of components is a known inherent risk of implantable neuromodulation devices.